Manufacturer narrative:
The customer performed troubleshooting and replaced the mixer (09d59-03) which resolved the issue. A review of service history for the architect c16000 processing module serial number (B)(6) revealed no additional no additional erratic or discrepant patient results, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the mixer (09d59-03) did not identify any trends. Review of tracking and trending for the architect c4000, c8000, and the c16000 systems did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the mixer (09d59-03) or the architect c16000 processing module serial number (B)(6) was identified.

Manufacturer narrative:
No patient identifier or patient demographic information was provided. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned creatinine results generated with an architect c16000 processing module for one patient. The following information was provided: initial result 13 mg/dl, repeat 0.6 mg/dl no impact to patient management was reported.